Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm. Customer¿s blood glucose level was unknown at the time of the incident. Customer states she receives a failure message when she tries to upload. Customer has successfully uploaded her pump. Reviewed battery indicator to confirm low battery. Battery indicator does not show less than 2 bars. Battery lasted more than 1 week. Customer advised to monitor the pump. The insulin pump will not be returned for analysis.